Event description:
An eye care professional reported that a female patient experienced a corneal ulcer, right eye, associated with wear of focus toric contact lenses and use of amo complete moistureplus lens care solution. The patient experienced eye pain on the second day after inserting a new pair of lenses. Unspecified treatment was sought from a hospital and follow up was obtained from her regular ophthalmologist. Several requests have been made for additional information; however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided.